Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Revision l4/1 plif due to infection complications. The surgeon advised that a patient he operated on the (B)(6) 2016 had a complication relating to infection. The revision was performed on wednesday (B)(6). The screws, rods, set screws and cages were removed. All implants were sent for microbiology, including swabs of the disc space and pedicle canals. The patient was then redrapped and a new set up was commenced. New expedium implants were placed. No cages were reinserted. The case went smoothly. The surgeon stated that on the original surgery there was a csf leak, this was also combined with a stomach bacteria. The surgeon asked specific questions relating to non-union rates of peek vs cfrp cages. He also queried the potential of "biofilm" formation, as a result of reprocessing, on non-prepackaged sterile implants. That patient potentially had a further revision on (B)(6) 2016 - to be confirmed. (B)(6) year old male patient. No supporting documentation is available. On 26 oct 2016 update : the reporter has informed that the patient was taken back into theatre on (b)(6 2016 for further bone compression. No components were revised during this surgery and therefore no case will be created.